Event description:
The customer reported the system lost power during a case. Customer stated the system made an arching sound after 4 min of fluoro. Found the system operating as intended.

Manufacturer narrative:
The service rep cleaned and greased hv cable, no sign of arching. The rep also checked the battery voltage and capacity then adjusted the auto transformer output voltage to 118.2 vac. The rep operated the system at the settings the customer was using for over 12 min. System operating as intended.